Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 65 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient returned for a routine follow-up approximately 1 month ago, and it was found that the bifurcated stent graft had migrated 5 cm below the renals, resulting in a proximal type I endoleak (MFR report # 2953200-2011-01192). At the time of migration, the aneurysm size was 5.7 cm, and the aortic neck had dilated to 30-32 mm in diameter with mild angulation and 20-30% thrombus. The migration was attributed to the aortic neck dilatation. Approximately 2 weeks after the migration was noted, the physician elected to intervene for the migration and endoleak by placing three 28x28x40 aneurx cuffs and a 36x36x70 endurant cuff proximally. In addition, an 18x18x85 aneurx extension was placed distally in the left iliac to extend the ipsilateral extension (MFR report # 2953200-2011-01193) down to the left hypogastric artery. There was no endoleak; however, the physician decided to extend the limb and provide a longer purchase area. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).